Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server need to identify exactly which messages were sent from the cce carefusion coordination engine. A fentanyl was removed and returned; however, epic did not display the vend and return transaction. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.